Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, after the procedure, the patient presented with vaginal erosion and was treated with estrogen cream. Several attempts at follow up have been unsuccessful.